Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the patient's urethra was distorted due to prior procedures. The cuff in place was getting kinked due to the distortion. The cuff was explanted, and a new cuff was implanted that was resized and repositioned. There were no additional patient complications reported.

Manufacturer narrative:
Updated h6 device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the patient's urethra was distorted due to prior procedures. The cuff in place was getting kinked due to distortion. The cuff was explanted, and a new cuff was implanted that was resized and repositioned. There were no additional patient complications reported.